Manufacturer narrative:
Additional information: the motion control box was returned to the manufacturer, however, it is under evaluation. No findings are available at this time. Both the pleora box and the power switching board were returned to the manufacturer. Analysis of both parts could not confirm any failure as they both passed testing and preformed as intended without issues.

Manufacturer narrative:
The ethernet switch for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 15 march 2017. The representative reported that either the gantry motion controller or power switching board could be the root cause of the anomaly. On 22 march 2017, the power switching board and gantry motion controller were replaced by a medtronic representative to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion controller and power switching board have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was freezing intermittently and could not be used. No additional information was provided. There was no patient present when this issue was identified.